Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported from literature review that patient's leadless pacemaker (lp) exhibited high capture threshold, low pacing impedance and premature battery depletion. Micro dislodgment of the lp was noted from chest x-ray and fluoroscopy. During device explant procedure it was noted that the lp was not able to attach to the retrieval catheter. The lp was explanted and replaced. The patient status was unknown.